Manufacturer narrative:
Ge healthcare's investigation has been completed and the root cause of the unexpected column motion was determined to be an inadequate force of tension gas spring resulting from dynamic behavior in the application resulting in unintended pawl movement. Ge healthcare has also initiated a field action to address this issue. This field action was reported to the FDA per 21 cfr part 806 under correction and removal number 2126677-08/26/21-001-r on 26-aug-2021.

Event description:
On (B)(6) 2021, the technologist at (B)(6) in the USA reported unexpected column motion while attempting to park the column on the amx navigate mobile x-ray system. There was no injury related to this event.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun